Event description:
Caller reported an error with their continuous glucose monitor, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. The customer followed guidance from technical support, successfully reset the pump, and was able to start their sensor session without further issues.